Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter break. Block h11: the flexima biliary stent was received for analysis. Visual examination of the returned device found the push catheter buckled and kinked, the push catheter suture hole was torn, and the guide catheter was detached and kinked, the stent was still attached to the push catheter suture hole. No other damages were noted to the delivery system. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to factors encountered during the procedure. It is possible that tortuosity encountered during the procedure. It is most likely that the device could not deploy the stent and damaging the push catheter suture hole by the pressure that the suture was adding to the suture hole. Since the push catheter suture hole was torn, the suture was most likely stuck in the suture hole due to it being torn and could not deploy the stent. In addition, the observed damage of guide catheter detached and kinked is most likely due to procedural factors such as the tortuosity, and the result of the device being pulled with too much force. Therefore, the most probable cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be implanted in the bile duct to treat a bile duct stone during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the suture could not be unfastened. Another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the guide catheter was detached. Please see block h11 for the full investigation details.